Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An ocs was reported to have stopped working properly during surgery. Additional information has been requested.